Manufacturer narrative:
Section a3, a4, and a5: unknown, information was requested but not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1 - email address: unknown/not provided section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgical procedure, after insertion and placement of a preloaded monofocal intraocular lens (iol) in the patient¿s second eye, a posterior capsular tear was observed in the lower-nasal quadrant, spanning several clock hours and possibly at the site of the iol¿s initial position. The surgeon repositioned the haptics away from the tear and confirmed that the iol was stable. The surgeon proceeded with removing the viscoelastic and closing the case. No further details were provided regarding the patient¿s condition beyond the observed tear. No further information was provided.